Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The test guardian link with the glucose sensor simulator communicates properly to the pump noted. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a over delivery alarm. Customer's blood glucose value was 53 mg/dl. The customer's blood glucose when admitted into the hospital was 113 mg/dl. The customer was treated with food. No symptoms were mentioned in relation to the low blood glucose. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. The customer was 57 mg/dl at the time of the call. Troubleshooting was completed and no anomalies were noted; the outcome was inconclusive. The insulin pump will not be returned for analysis.